Manufacturer narrative:
Upon follow up it was reported that the day after event onset, the patient began treatment with oral cefuroxime (500 mg, every 12 hours for nine days) for peritonitis. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo was performed using the naked eye. The photo showed the sponge was properly inserted and has a light brown hue on the surface of the sponge, which indicates iodine presence. A cut was identified which passes over the seal which generated an opening that could cause the iodine to dry; however, as only a photograph of the sample was received, it was not possible to assess whether the sponge is dry. The reported condition was not verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date received by MFR: the correct g4 date for MFR report number 1416980-2020-05064 (follow up 1) is (B)(6) 2020 (previously reported as (B)(6) 2020). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by pain. The cause of the peritonitis was unknown; however, it was reported the same day as event onset, (at the end of pd therapy), the patient tried to "place the minicap", then removed it immediately when they observed the minicap had "little iodine" inside. It was reported the sponge felt stiff and was a yellow color. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medication for the event. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.